Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was 499 mg/dl. Customer advised their blood glucose versus their sugar glucose seem miles apart at times. Customer advised they ran on the treadmill to bring down their high blood glucose levels. Customer advised they have trouble exercising while wearing the insulin pump because their blood glucose tanks. Customer declined to speak to the 24 hour helpline.